Event description:
A 6 year-old boy, was implanted on october 16, 1996. Device fitting was without incident and there were no reports of any problems with his system throughout the next 18 months. On the morning of april 29, 1998, the pt's mother called the implant center to report that her son had fallen down that morning and hit his head. His mother stated that his device immediately ceased working. Pt was seen at the center that same day for device evaluation. Testing conducted at the center, including a changed-out of the external equipment and testing with a reference ics, confirmed that the device was not able to achieve link with the system's external components. Revision surgery took place on april 30, 1998. Pt was reimplanted with a nucleus 24 device.

Manufacturer narrative:
Confidentiality: advanced bionics belives that disclosure of info regarding device eval could substantially harm its competitive postion. Advanced bionics submits this info in confidence expecting FDA will withhold it under exemption 4 of freedom on info act. We believe that any disclosure of info by federal employeee could constitute violation of criminal law (18 u.s.c. Section 1905) section h.6 - device eval consisted of: review of device history record (DHR); visual examination, x-ray examination; and electrical testing. Section h.6 - failure of this device is attributed to cracked case and broken substrate. Broken substrate interrupted electrical path between ics electronics and electrodes. Cracked case allowed fluids to enter device causing loss of ling. Please refer to attached device failure analysis report. Background: pt was orignally implanted on 12/6/1996. Device fitting was without indicent and there were no reports of any problems with this system throughout next 18 months. On morming of 4/29/1998, pt's mother called implant center to report that her son had falled down that morning and hit his head. His mother stated that his device immediaely ceased working. Pt was seen at center that same day for device eval. Testing conducted at center, including change-out of external equipment and testing with reference ics, confirmed that device was not able to achieve link with system's external components. Revision surgery tool place on 4/30/1998. Review of device history record (DHR): mfg start: 1/18/199. Mfg end: 9/30/1996. During mfg process of this device no rework was performed. Visual examination: visual examination revealed that crack has one crack on front side of device. Back of this device did not have any craks. Case band is separated from case and substrate is broken. Inside of ics was flooded and contamined with body fluids. Electrode was intact and in good condition. Electrode spiral was also intact and electrode balls were all present and in good condition. Bright light examination: was not performed since x-ray examination was performed. X-ray examination: x-ray examination revealed that substrate sustained one crack diagonlally across its face just in front off magnet. Electrical testing: electrical testing with pcit verified that link could not be established with this device. Case hermeticity testing (leak testing): leak testing was not performed due to condition of this device. Case removal: case removal was not necessary since case and substrate were fractured and accessible. Internal visual examination: internal visual was not performed since case and substrate were cracked and case was flooded. Internal electrical testing: internal electrical testing was not performed due to condition of device. Conclusion: failure of this ics is attributed to cracked case and broken substrate caused by impact sustained during faill. This broken substrate interrupted electrical path between ics electronics and electrode. At same time cracked case allowed fluids to enter this device causing loss of link. Corrective action; ceramic case used in this device was mfg using injection molding mfg process. As result of continuing efforts to improve impact strength of cases, stronger case has been developed through design and process parameter optimization. More tha 50% increase in average static stength has been achieved to date, which has led to significant reduction of case fractures.